Event description:
It was reported that pain relief for the patient ¿is not as great as he would hope¿. It was reported that the patient came in late for a drug reservoir refill and had ¿multiple areas of pain¿. The patient stated they would like for the pump to be able to run in flex dosing mode and also have the ptm. Patient will be discussing options with his hcp. The device system was used to deliver baclofen, bupivacaine, and methadone.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).